Event description:
Additional information was received. The lens was not the cause of the zonulolysis. An anterior chamber lens has been implanted and the patent is in good condition.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Solution was dried on the lens. The optic edge is nicked/chipped. Product history records were reviewed and documentation indicates the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause of the event is unrelated to the product. Information was provided by the hcp that the lens is not the cause of the zonulolysis. Doctor implanted ac iol. Patient in good condition. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that when an intraocular lens (iol) was inserted into a patient's eye, zonulysis was noted to have taken place. The lens was removed and the surgeon decided to leave the patient aphakic. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).